Manufacturer narrative:
Review of the event log shows that the customer was getting the following message: warning (3330) cannot run tests now. The instrument is busy rinsing. Please try again later. A service call was made. Purged instrument and refilled with fresh pbs. Performed daily, weekly, and monthly maintenance. Performed qc testing with expected results.

Event description:
Customer reported that two sample ID number had been switched on the echo resulting in the wrong blood types for each sample. Sample (B)(6) was typed on the echo (batch 7237) as a positive with a positive screen. This sample typed as b positive with a negative screen by manual tube testing. The sample has a known b positive type. Sample (B)(6) was typed on the echo (batch 7237) as b positive with a negative screen. This sample typed as a positive with a positive screen by manual tube testing. The sample has a known a positive type.